Manufacturer narrative:
The actual device was returned to the philips authorized repair facility. Additional information obtained from the technician confirmed that the device was displaying a speaker malfunction error; however, there was sound on the unit and no deficiency was identified on the speaker. It is concluded that the device failed to meet performance specifications, however the cause of the speaker malfunction error is undetermined.

Event description:
The customer reported the unit displayed a speaker malfunction but was not sure if there are tones. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.